Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The critical pump error image appeared on the screen. The alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm pump received with critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip slot, broken battery tube threads, serial number and end cap address labels are faded, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.